Event description:
Clinical report received. Patient experienced osteolysis and adverse reaction due to metal debris. Update 11/17/2014-clinical report received stating patient was revised on (B)(6) 2014 to address osteolysis and migration of the greater trochanter from a fracture.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 01/25/2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records at revision the hip was found to have metallosis and to be subluxing anteriorly. There is no new information that would change the existing MDR decision. The complaint was updated on: 02/13/2015.

Manufacturer narrative:
Clinical report received. Patient experienced osteolysis and adverse reaction due to metal debris. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/17/2014 - patient's medical records were received. Medical records were reviewed for MDR reportability. According the medical records the patient was revised to address leg length discrepancy, a fracture of the greater trochanter, femoral component migration, increased anteversion of the cup, impingement, wear of the metal liner, and corrosion on the head and neck portion of the stem. At this time the patient's stem, sleeve, and cup are being reported. The complaint was updated on: 01/13/2015.